Event description:
It was reported that the patient developed an infection. It was unknown what caused the infection. The patient underwent a device explant procedure. Upon the removal and cleanup, the physician found a small epidural abscess which was evacuated and was washed out. The explanted ipg and linear leads were discarded by the hospital. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122019. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 555475.